Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada. Name- (B)(6) based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking during insertion on (B)(6) 2026.